Event description:
Information was received that a smiths medical medfusion syringe pump has acu watchdog failure. No adverse effects were reported. However, information was received that patient involvement is unknown.

Manufacturer narrative:
Device evaluation: returned device was received with cracked and chipped out on lower right front corner of top case, cracked on right plunger case also missing battery and battery door.s/n not on lcd display also handwritten s/n on pump label.very old worn dirty. Unable go into event history log due to blank screen and constant alarm. During the evaluation of the device blank screen and constant alarm when pump was plugged in with ac power. The customer reported condition was not confirmed. Problem source is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.